Manufacturer narrative:
Inspection indicates a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured, and in whole, is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to fall as the recline actuator was no longer secured. No injury was reported to have occurred as a result of this event. Replacement parts have been supplied to the dealer in order to repair the device. The DHR was reviewed and chair met specification prior to distribution. An investigation was opened regarding actuator bracket in order to determine if existing parts manufactured by supplier would meet design requirements. A corrective and preventative action, CAPA (B)(4), has been implemented to investigate, correct and monitor effectiveness.

Event description:
Received report that while end-user was seated in the device performing exercises, the backrest gave way allowing the end-user to fall backwards to a flat position. End-user remained in the seating during this incident and no injury was reported to have occurred as a result.